Event description:
Customer reported that touchscreen on pump was cracked and shattered, rendering it unresponsive and illegible. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged to replace pump, instructed customer to place the pump in storage mode, and guided them to return the faulty pump with a prepaid label within ten days. Customer acknowledged the instructions and agreed to continue using current pump as backup therapy.